Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has p-cap failing to align. It was also mentioned that the customer got a cap on the reservoir and it will not stop and click. Blood glucose level was 178 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis. Frn- reservoir.